Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the verification before the client launch, the cs300 intra-aortic balloon pump (iabp) did not charge the batteries. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and replaced the power supply (0014-00-0033). The fse verified the correct operation of the equipment.

Event description:
N/a.